Event description:
The physician was attempting to advance an endeavor resolute drug-eluting stent to a lesion in rca but felt strong resistance, the s tent dislodged at target lesion and was post dilated. No clinical sequelae were reported. Evaluation summary: the delivery system without the stent was returned for evaluation. Crimp impressions were evident along the balloon. The balloon folds were partially opened. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: dislodgement is most likely procedural related. Stent dislodgement. Deformation problem. Conclusions: dislodgement is most likely procedural related. Stent dislodgement. (B)(4).

Event description:
Image review: the procedural images show a lesion in the distal rca. The rca exhibits significant tortuosity and diffuse calcification. The images also show a previously deployed stent in the proximal rca. Pre-dilations are performed in the distal target lesion. The images show the stent in the proximal rca with bunching at the proximal end - possibly due to the guider catheter. The dislodged stent is post-dilated in the proximal rca.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (lesion morphology) - diseased rca with diffuse calcification and tortuosity. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - diseased rca with diffuse calcification and tortuosity.